Manufacturer narrative:
The pump was received with intermittent during power up display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test or verify failed battery alarm due to the blank display. Unit was successfully downloaded using thus software. [On adapt, no relevant alarms were noted] however on adapt, confirmed (53) alarm on 11/12/2025 14:11:05.000 hour for alarms that may have occurred in the past and line number 5884 file number 128 11/12/2025 14:12:14.000 or during a complaint call that might have triggered the reason complaint. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The blank display is due to moisture damage on the electronic assembly (pcba 1 and pcba 2). The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Unable to confirmed pump error 53 due intermittent black out display/blank display is confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a software error detected (pump error 53), and the pump automatically shutdown before receiving pump error 53. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the error and successfully complete the fill cannula delivery test. The error table indicated that the pump requires replacement. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-1884was requested, and the customer's response was that the device would be returned.